Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, the trailing haptic tore and became stuck in the chamber of the inserter with patient contact. The procedure was completed on the same day. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for analysis and damage was observed to the intraocular lens (iol). The device was received in a blister tray inside the carton. The plunger is advanced outside of the nozzle tip. Solution is dried in the device. No damage observed. Broken haptic is observed between the plunger and the nozzle wall and is partially exiting the nozzle tip. The iol is returned outside of the device, solution is dried on the iol, the optic is cracked/fractured and scratched/marked rejectable. One haptic is broken/torn and is returned outside of the device. One haptic is broken/torn and is present in the device. The complainant indicates the use of non-company as a viscoelastic, which is not qualified for use with associated model, this is not a qualified company product combination. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow instructions for use (IFU), as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).